Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc). Omsc evaluated it on sep. 5, 2018, and found as follows: there was a mark on the edge of the tube tip as if something got caught. From the fixation mark of the tube, it was assumed that the radiopaque tip was fixed in the correct position. There was scratch at the inner edge of the radiopaque tip as if something got caught. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off as follows: the user bended the distal end of the guiding device around the radiopaque tip. The radiopaque tip was moved since the joint of the guiding device got caught on the radiopaque tip. The radiopaque tip fell off since the biopsy forceps got caught on the tip when the forceps was inserted into the subject device. It was also known that the radiopaque tip fell off as follows: the cups of the biopsy forceps did not close completely since the forceps grasped large tissue. When the user tried to withdraw the biopsy forceps from the subject device, the forceps got caught on the radiopaque tip since the forceps did not close completely. The tip fell off since the user repeatedly tried to advance and retract the forceps to pull out from the subject device. The instruction manual of the device has already warned as follows: when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath. Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument.

Event description:
During a bronchial biopsy, the subject device was used. In the procedure, the radiopaque tip of the subject device came off and fell into the patient. The tip was retrieved endoscopically. The intended procedure was completed. There was no patient injury reported. This is the report regarding the falling off of the radiopaque tip of the device.